Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer found that main drawer 6 would not open, determined that the latch solenoid had overheated, causing the plunger to bind, replaced the latch solenoid, drawer controller, and retractor band due to thermal damage, tested the drawer in diagnostics and within the application, confirming that it operated normally and passed all tests successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es lsmosurpx1 drawers were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.